Event description:
It was reported that the user experienced hypoglycemia while using the ilet, expressed concern about further glucose decline, and was advised that temporary disconnection could be acceptable; the user confirmed access to carbohydrates and ingested milk and protein-based snacks, after which blood glucose trended upward. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with carbohydrates and recovery of glucose without emergency assistance or hospitalization. Investigation included complaint review and user troubleshooting and education over the phone. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event. It was concluded that the event was user-experienced hypoglycemia with cause unclear, with resolution following carbohydrate intake and education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.